Event description:
On 05/09/2024, it was reported by a sales representative via email that an 1192-100 telescoping lag screw, a 1099-110 telescoping lag screw, and a 1099-100 telescoping lag screw would not advance into the femoral head of an ar-9094-10-2030 trochanteric nail. The telescoping lag screws were used with a new trochanteric nail; however, the issue persisted, and the telescoping lag screws would still not advance. The case was completed using a new trochanteric nail and a new 1099-110 telescoping lag screw. The case was delayed about fifteen minutes. This was discovered during a left hip im nail procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.